Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the home choice (hc) display during dwell 2. The home patient (hp) had already cleared the alarm prior to calling. The technical service representative (tsr) advised the hp to inform their peritoneal dialysis registered nurse (pdrn) of the missed therapy. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time.the sample was not returned to baxter, therefore no evaluation or batch review could be performed.baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.a follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.